Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was damaged at the tip. The procedure was completed using a second fiber. There was "no damage to the pt".

Manufacturer narrative:
Fiber analysis: the fiber cap detached. The metal cap exhibits severe char and burning on the cap surface. The fiber is broken proximal to glue zone. The fiber glass cap was not returned with product. We are unable to view/confirm any evidence of burned and charred heat shrink or glue residue due to the missing cap. Based on the analysis finding the fiber/cap conditions would result in forward firing. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.